Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2018-09490. During follow-up, it was noted that the patient had received inappropriate therapy due to t-wave oversensing. An increase in capture threshold and a decrease in the right ventricular (rv) sensing value was also observed. The device was explanted and replaced and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.